Event description:
(B)(4). I was diagnosed with sjogren's syndrome a couple month's back that was brought on by an inflammatory response from my body. In my first report, I also forgot to mention that I have hypothyroidism. My periods got worse and when I went in for a pap smear, my uterus was inflamed and was given antibiotics for chronic endometriosis. I ended up having a full hysterectomy taking both of my ovaries.

Event description:
(B)(4). Heavy periods with large clots, constant pelvic pain, no libido, chronic migraines with nausea and vomiting sometimes lasting 12 days, MRI at ER came back normal, nuerocardio genic syncope, swelling with weight gain I can't lose, thyroid problems, joint pain anxiety horrible cramping, scaring around the essure my surgeon thought was a hurnia, had gallbladder removed because of pancreatitis, (hospital for 6 days) and appendix, hair loss, memory fog, back problems. Mood swings, hot and cold flashes had to have a dnc with a hysteroscopy. I was a healthy person before this. Insurance company covered it. Was not told about any of these side effects that now control my life! I want this device out!